Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of loop breaks. Block h11: investigation result a captivator snares was received for analysis, and it was found that it was found during visual inspection that the loop was not broken. Additionally, the working length and wire were kinked at proximal section (strain relief). Also, it was found that the cautery pin and the handle cannula were detached. The handle cannula was noted to have manufacturing crimping mark and the torque mark after being analyzed under magnification. No other problems with the device were noted. The reported event of loop break was not confirmed. It was found during visual inspection that the loop was not broken. Additionally, the working length and wire were kinked at proximal section (strain relief). Also, it was found that the cautery pin and the handle cannula were detached. The handle cannula was noted to have manufacturing crimping mark and the torque mark after being analyzed under magnification. It is likely that these problems occurred due to how the device was handled and manipulated, which may have caused the reported and encountered failures. Excessive manipulation of the device without enough care could have induced the defects found. Due to lack of evidence and without proper evaluation of the device, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific that a captivator ii snare was used during a colonoscopy procedure on (B)(6) 2025. During the procedure, the snare wire snapped when switching from hot to cold snaring. The procedure was completed using another captivator ii snare. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of loop breaks.

Event description:
It was reported to boston scientific that a captivator ii snare was used during a colonoscopy procedure on (B)(6) 2025. During the procedure, the snare wire snapped when switching from hot to cold snaring. The procedure was completed using another captivator ii snare. There were no further patient complications reported as a result of this event.